Event description:
It was reported that the patient passed out when there was loss of capture on the right ventricular lead during isometric testing. It was also reported that the right ventricular lead had an increase in thresholds starting one month ago. During changeout the loss of capture was reproduced with tugging on the lead when connected to the analyzer. A device header issue was ruled out. At higher thresholds there was pectoral stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.